Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds in bipolar configuration; thresholds were in range in unipolar. It was further reported that the rv lead exhibited high impedances; impedances were in range in unipolar configuration. The lead was reprogrammed to unipolar configuration, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)